Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and was hospitalized. The customer¿s blood glucose level was 480 mg/dl. Customer stated that they were unable to complete the displacement test due to getting high blood glucose level. The customer¿s blood glucose level was 268 mg/dl at the time of incident and the current blood glucose level was 268 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level event. Customer was treated with manual injection and insulin for high blood glucose level. The customer stated that the auto mode feature of the insulin pump was active.